Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 07/16/2021, this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Investigation summary: according to the information received, the suture kept breaking when using a flat pack but when using the single pack, they had no issues. The product was not returned to ethicon inc for evaluation. Upon visual inspection of the one picture received. It was observed an opened package with three needle/suture combinations appears to be intact into the folder and an empty folder product code m8706. The reported condition cannot be determined in the picture since no breakage suture could be observed. The manufacturing records couldn't be reviewed as the batch number is unknown. No conclusion could be reached as to what caused the reported complaint since the sample was not returned for analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: could you please confirm the quantity of devices that "kept breaking when using a flat pack" during this single procedure (liver transplant)? Had "several break" they switched to the single pack; do not know the quantity. Could you please provide the lot number? Not provided. Please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. Not able to obtain the device to be returned; they had already disposed of the suture. The single complaint was reported with multiple events. There are no additional details regarding the additional patient events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4).

Event description:
It was reported that a patient underwent a liver transplant procedure on (B)(6) 2021 and suture was used. The suture kept breaking. There were no adverse consequences for the patient. Additional information was requested.